Event description:
It was reported that when deploying the second speedscrew anchor (lateral row), a mechanism made a crack while individually tensioning a suture limb. The black tab was then moved into the final position to advance the internal suture lock and remove the anchor inserter however the top end was jammed and could no longer rotate, meaning the inserter was stuck and could not be removed from the anchor. Unable to remove the inserter the surgeon unscrewed the anchor and found the suture had cut. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The reported speedscrew implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿the inserter was stuck and could not be removed from the anchor. Unable to remove the inserter the surgeon unscrewed the anchor and found the suture had cut.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: using the incorrect suture, excessively tensioning, inadequate tensioning applied to cuff. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU states: preoperative and operating procedures including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this system; do not load the suture into the implant prior to insertion into bone. Ensure that the suture does not wrap around the inserter while screwing the implant into bone; do not cross suture limbs inferior to the inserter shaft prior to inserting into suture eyelet; do not over tension the suture. Contraindications: use of suture other than magnumwire suture. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. The exact cause cannot be definitively concluded based on the limited information provided. The patient impact is negligible as it was a short extension and any possibly retained products left with the bone are intended for implantation within the bone.